Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving and error alarm on the insulin pump during the manual prime. Customer stated that the insulin pump was dropped prior to the alarm. The drive support cap was noted to be sticking out and the customer stated that they pushed it back. Customer's blood glucose reading at the time of the call was 95 mg/dl. No further information reported.